Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour polaris¿ ureteral stent was placed during a transurethral lithotripsy (tul) procedure performed in the ureter on (B)(6) 2015. According to the complainant, during the procedure to exchange the stent on january (B)(6) 2016, there was difficulty withdrawing the stent. The stent was successfully removed under anesthesia on (B)(6) 2016. It appeared that the small curve area of the stent got stuck on the mucosa of ureter and it was unable to advance or withdraw it. Additionally, no kinks were noted on the stent when device was removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.